Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. The patient reported receiving an error message on the programmer when trying to place the ipg in MRI mode. An sjm representative confirmed the message. Diagnostic testing revealed two low impedance contacts and one high impedance contact. Subsequently, surgical intervention was undertaken to explant the leads. During the procedure, the physician reportedly cut the leads and only part of the lead segments were explanted.